Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly underwent an MRI with the internal magnet in place. The recipient experienced pain and a displaced magnet. Magnet replacement surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the tests performed. No corrective action is indicated. This is the final report.

Manufacturer narrative:
The recipient's reactivation reportedly went well. The recipient's magnet was received on (B)(6) 2018.

Manufacturer narrative:
The recipient underwent magnet replacement surgery.